Event description:
It was reported that the patient presented in clinic for right atrial (ra) lead revision. The ra lead showed loss of capture and was dislodged confirmed via fluoroscopy. The ra lead was repositioned successfully on (B)(6) 2022. The patient was stable.